Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals were intact. Cracked top case (front right corner), cracked bottom case (pole clamp area), cracked right plunger case, broken back plate. Functional and occlusion testing was conducted, including main pcb board inspection. The reported event was replicated during testing and motor rate error was also identified in event history log review. The reported issue was confirmed. The root cause was determined to be contamination in clutch from fluid ingression. The issue was caused by either use of disinfectants contrary to instructions for use (IFU) (which compromised the top case plastic) or the device received significant impact. The following actions were taken: replaced right and left clutch halves. Additional repairs included: replacement of leadscrew, top case, bottom case, right plunger case, battery and back plate. Device functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.